Event description:
Per the report, the patient presented in clinic for follow-up 19 days after lead placement with slight redness at his right lead exit site and evidence of drainage covering the pad of his tegaderm bandage and slight skin irritation (i.e., redness) around both of the lead exit sites, as well as what appears to be dried surgical glue on the lead away from the exit site. The patient's physician visually assessed the issue and elected to not prescribe antibiotics at that time, and the patient's caretaker was instructed to follow-up if redness or drainage persisted. Approximately three days after being seen in clinic the patient began experiencing significant soreness in his knee and the bandage became saturated with drainage overnight. The patient sought medical attention at an urgent care. The patient was then directed from urgent care to an emergency room, where a physician diagnosed him with sepsis of the knee. A test for mrsa was performed and is currently pending results. The patient was hospitalized, and the following day underwent a surgical debridement procedure for his knee during which the surgeon was unable to locate the patient's leads. A photo attached to the complaint from the date of hospitalization appears to show slight irritation (i.e., redness) surrounding both of the lead exit sites. Per follow-up with a representative in contact with the patient, the patient removed their leads themself the night before their debridement procedure. The patient has been receiving antibiotic treatment for the issue.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient presented in clinic for follow-up 19 days after lead placement with slight redness at his right lead exit site and evidence of drainage covering the pad of his tegaderm bandage. The patient's bandage was changed in clinic. A photo attached to the complaint from this appointment appears to show slight skin irritation (i.e., redness) around both of the lead exit sites, as well as what appears to be dried surgical glue on the lead away from the exit site. A photo of the bandage that was reportedly placed by the patient's caregiver (i.e., spouse) was also taken at this appointment and appears to show saturation of approximately two thirds of the tegaderm bandage's pad; it additionally appears as though at least one of the lead exit sites, as well as portions of both leads were covered by the adhesive portion of the bandage. The patient's physician visually assessed the issue and elected to not prescribe antibiotics, and the patient's caretaker was instructed to follow-up if redness or drainage persisted. Approximately three days after being seen in clinic the patient began experiencing significant soreness in his knee and the bandage became saturated with drainage overnight. The patient was unable to contact his physician due to it being a weekend and sought medical attention at an urgent care. The patient was then directed from urgent care to an emergency room, where a physician diagnosed him with sepsis of the knee. A test for mrsa was performed and is currently pending results. The patient was hospitalized, and the following day underwent a surgical debridement procedure for his knee during which the surgeon was unable to locate the patient's leads. A photo attached to the complaint from the date of hospitalization appears to show slight irritation (i.e., redness) surrounding both of the lead exit sites. Per follow-up with a representative in contact with the patient, the patient removed his leads himself the night before his debridement procedure. The patient's caretaker kept the explanted leads and will be providing them to an spr representative. A photo attached to the complaint of the explanted leads appears to show that the leads were removed intact. The patient has been receiving antibiotic treatment for the issue. The sprint patient instructions for use instruct to "not let the adhesive portion of the bandage touch the microlead exit site". It is possible that inadequate maintenance of system components (i.e., the bandage), the patient's medical history unrelated to sprint, and/or predisposition for increased sensitivity to foreign body reaction may have caused or exacerbated the reported issue. Note that the patient's spouse was reportedly unable to identify any factors that may have predisposed that patient to a higher risk of infection. The patient's implanting physician reportedly does not believe the patient's condition was caused by sprint; further information regarding the physician's opinion on the cause of the issue was not available at the time of investigation. Per follow-up with a representative in contact with the patient, the patient's condition is improving, and he is anticipated to be discharged approximately four days after being hospitalized for the issue.